Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician performed troubleshooting with different maneuvers, however, no noise was observed and there was no noise seen on the recorded episodes. An x-ray was taken and the physician noted that there were no issues observed. The field representative had not seen the x-rays. It was discussed that the lead has been implanted for 26 years, however the pacing threshold measurements are good. The shocking impedance measurements are within normal limits and the pacing impedance measurements are typically stable between 500 to 600 ohms. There has been intermittent out of range pacing impedance measurements. The physician raised the remote home monitoring alert to 3000 ohms and sent the patient home. Technical services (ts) was consulted and upon review, ts found that high rv pace impedance measurements have been recorded since device replacement. There have been at least four alerts triggered via the remote home monitoring system for high out of range values during the past four years. It was also noted that the rv intrinsic amplitude has varied from approximately 5 millivolts (mv) to greater than 25 mv. At current, there appeared to be more frequent values near the 5 mv value. Noise was seen on the shock channel, but was not oversensed. Ts noted the lead is unipolar configuration, so the noise may be from myopotentials. Ts suggested further troubleshooting and programming options. The rv lead serial number was unknown. Attempts to obtain the serial number were unsuccessful due to the age of the lead. The field representative noted that the physician performed troubleshooting and x-ray without a field representative present and the recommendations from ts were conveyed. The physician will determine next steps. No additional information is available. If additional information becomes available the report will be updated at that time. At this time evidence suggests that the ICD and rv lead remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.